Event description:
The facility representative reported a infusor pump with a condition of no occlusion alarm. A failure to alarm occurred. This condition occurred during biomedical testing. The area where this event occurred is biomed shop. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause is that the occlusion switch was out of calibration. The occlusion switch has been calibrated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be continued to be investigated through these trends. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation; however, the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.